Manufacturer narrative:
The t:slim x2 g5 pump user guide instructs the user to remove any residual air from the cartridge. It additionally states that the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a cartridge change error occurred when attempting to load a cartridge. Then, the customer received multiple, minimum fill notification after filling cartridges with over 300 units of insulin. In addition, the air was not being removed from the cartridge prior to filling it with insulin. Blood glucose level was 131 mg/dl. A new cartridge was loaded successfully to address the issues.